Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vomiting ("vomiting"), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety"), tooth disorder ("dental issue"), migraine ("migraines") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, vomiting, hypersensitivity, alopecia, weight increased, anxiety, tooth disorder, migraine and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, migraine, tooth disorder, vomiting and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close)fallopian tube(s)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B71783-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dysuria. In 2014, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), weight increased ("weight gain"), anxiety ("anxiety"), tooth disorder ("dental issue/dental problems"), migraine ("migraines"), headache ("headaches"), depression ("hormonal changes (depression)/psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)-(bladder)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hiatus hernia ("gastrointestinal or digestive system condition (hepatical hernia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), vomiting ("cyclic vomiting"), alopecia ("hair loss"), dyspareunia ("pain with intercourse") and abdominal pain lower ("lower abdominal pain"). The patient was treated with citalopram hydrobromide (celexa), lorazepam and surgery (total hysterectomy (uterus and cervix removed)/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, alopecia, headache, dyspareunia, cystitis, bladder disorder, urinary tract disorder and hormone level abnormal outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, anxiety, tooth disorder, migraine, depression, abdominal pain lower and dysmenorrhoea had resolved, the vomiting, weight increased, hiatus hernia and fatigue was resolving and the nausea had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful bilateral fallopian tubal occlusion ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close)fallopian tube(s)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B71783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dysuria. In 2014, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), weight increased ("weight gain"), anxiety ("anxiety"), tooth disorder ("dental issue/dental problems"), migraine ("migraines"), headache ("headaches"), depression ("hormonal changes (depression)/psychological or psychiatric problems"), cystitis ("infection (bladder/ urinary tract/vaginal)-(bladder)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hiatus hernia ("gastrointestinal or digestive system condition (heatial hernia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), vomiting ("cyclic vomiting"), alopecia ("hair loss"), dyspareunia ("pain with intercourse") and abdominal pain lower ("lower abdominal pain"). The patient was treated with citalopram hydrobromide (celexa), lorazepam and surgery (total hysterectomy (uterus and cervix removed)/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, alopecia, headache, dyspareunia, cystitis, bladder disorder, urinary tract disorder and hormone level abnormal outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, anxiety, tooth disorder, migraine, depression, abdominal pain lower and dysmenorrhoea had resolved, the vomiting, weight increased, hiatus hernia and fatigue was resolving and the nausea had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful bilateral fallopian tubal occlusion ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Onset dates of events added. Lot number added. Treatment drugs added. Dates of essure insertion and expiration were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close)fallopian tube(s)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dysuria. In april 2014, the patient had essure inserted. In 2014, the patient experienced hormone level abnormal ("hormonal changes"). In 2015, the patient experienced tooth disorder ("dental issue/dental problems"), migraine ("migraines"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)-(bladder)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vomiting ("cyclic vomiting"), hypersensitivity ("allergic reaction"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety"), dyspareunia ("pain with intercourse"), depression ("hormonal changes (depression)/psychological or psychiatric problems"), abdominal pain lower ("lower abdominal pain") and hiatus hernia ("gastrointestinal or digestive system condition (heatial hernia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in march 2016. At the time of the report, the device dislocation, hypersensitivity, alopecia, dyspareunia, cystitis, bladder disorder, urinary tract disorder, hormone level abnormal and headache outcome was unknown, the genital haemorrhage, anxiety, tooth disorder, migraine, depression, vaginal haemorrhage, menorrhagia, abdominal pain lower and dysmenorrhoea had resolved, the vomiting, weight increased, hiatus hernia and fatigue was resolving and the nausea had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful bilateral fallopian tubal occlusion ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new reporters and reporter information added. Plaintiff demography added. Product indication added. Implanted and explanted date updated. New events: depression, vaginal haemorrhage, menorrhagia, cystitis, headache, nausea, dysmenorrhoea, hernia, bladder disorder, urinary tract disorder, abdominal pain lower, fatigue and hormonal level abnormal added. Previously reported event vomiting, migrain, genital haemorrhage, weight increased, anxiety, tooth disorder outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.